Event description:
It was reported that lighting struck near the patients home and the transmitter would no longer power up. The power adapter was checked and it was noted it had burned. The device would no longer be used and replaced.

Manufacturer narrative:
(B)(4).